Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04900, 2938836-2019-04899. It was reported that when the patient presented for a follow-up in clinic, far field r wave oversensing was observed on the atrial channel and oversensing and undersensing were observed on the ventricular channel. Programming changes were made and the patient was stable throughout.